Event description:
Complainant alleged that during incoming inspection the device caused the defibrillator to display a "test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.